Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The fse replaced the vision side cart (vsc) common computer controller (ccc) to resolve the issue. The system has been verified as ready for use. Isi did receive the tower ccc and performed the failure analysis. During in-house failure analysis, upon visual inspection, no issues were found that would be related to the reported failure. The ccc was installed and tested on an in-house equipment, fixture, or tool (eft) system where the component functioned as expected. The tower monitor could not show full display on the screen and the vision cart power button not stop blinking blue with a message of insufflator disabled. System was not able to program. Also, system not connect to the console, unable to turn on the system from the console. Unit was installed into test bench and powered on with a power supply. Unit was connected to pc and identified the tegra module was visible. This unit is confirmed to be bricked per document 1069151-01. As a result of these findings, failure analysis was able to conclude that bricked ccc was found to be the root cause of the reported failure. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported they are getting continuous 'system connecting' messages with surgeon console and patient cart not homing. Site power cycled multiple times, but issue persisted, tse had customer hard cycle and reseat blue fibers but issue persisted. Logs were not available despite being connected to onsite. The procedure was completing as planned with no reported injury.